Event description:
It was reported that the patient was hospitalized due to frequent shocks. High threshold, high pacing impedance, and many short v-v intervals were noted. Upon radiography check, no lead fracture was visualized. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.